Manufacturer narrative:
Please notice that the correct MDR number for this complaint should begging with 1020279 because this report is for a (B)(4) smith and nephew product. Part number is 71809310 which is assigned under MDR report number 1020279.

Event description:
It was reported that a revision surgery was performed due to broken plate.

Event description:
It was reported that a plate was broken in the patient.